Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 4.3 inr. The reported device result was 3.2 inr. New strips were used and the device read 4.6 inr.